Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.